Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site. Subsequently, the patient was hospitalized (date not reported) in order to be treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 31, 2023.